Event description:
Customer reported an issue with the dpm 7 monitor, which may have affected ECG monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the unit. Corrections included replacement of unit's ECG module.